Manufacturer narrative:
A4 is unknown. Based on available information, these complications are most consistent with the patient¿s severe underlying cardiac disease (arrested mid percutaneous coronary intervention) and critical illness. Per the instructions for use, impella cp is intended for short-term ventricular support and requires proper positioning and monitoring, but patient-specific factors such as st elevation myocardial infarction, cardiac arrest, and hemodynamic instability are known independent risk factors for mortality. Based on the available information, there is no evidence of a causal relationship between the impella device and the reported events. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
Impella cp was implanted in a 87-year-old male with a history of acute myocardial infarction complicated by cardiogenic shock. Patient had ostial left anterior descending coronary artery st elevation myocardial infarction. Patient cardiac arrested mid percutaneous coronary intervention (pci) and decision to made to place impella at this time. Impella placed per instructions for use prior to on site impella support. On site impella support arrived, return of spontaneous circulation (rosc) was achieved and patient was intubated. After intubation, patient went pulseless electrical arrest (pea) again requiring >30 minutes advanced cardiovascular life support (acls) to achieve rosc. Once rosc was achieved, pci was completed. Peel away sheath removed, repositioning sheath advanced into arteriotomy and was sutured in place, position of impella confirmed on fluoroscopy. Physician was closing right femoral access site when patient went pea again. Patient received another 30 min of acls when time of death was called. The reported events include a peri-procedural adverse event, cardiac arrest, prolonged resuscitation, and death.

Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.